Event description:
Patient being treated for neck pain for more than one year with narcotics, anti-inflammatories, neurontin, physical therapy, massage and acupuncture was implanted with pro-disc-c at c5-c6 on (B)(6) 2004. A follow-up evaluation on (B)(6) 2008 noted patient still has numbness, tingling and pain to her forearms, worsening into her right hand with weakness in the upper extremities and significant neck pain. Patient was in a motor vehicle accident which increased her symptoms two years prior to this exam. X-rays reviewed show the disk in good position, very mobile with no instability but significant disk disease at c6-c7. On (B)(6) 2009 the surgeon reviewed x-rays and an MRI scan and noted mild degenerative disk disease above and below the fusion without central or foraminal stenosis. An MRI reviewed on (B)(6) 2010 noted c6-c7 level appeared clear of any central or for aminal stenosis. The c7-t1 level has neural foraminal stenosis on the left but no central canal stenosis. Patient was doing well and symptoms are controlled.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As there was no failure of the device the complaint can be considered invalid from a design perspective. The device has maintained the disk height and maintained motion and stability at the segment. No new user needs or risks have been identified as a result of this complaint and as such no updates to the design control documentation are required. Placeholder.